Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced resistance during the fill process. Reportedly, the customer went through the air removal step multiple times during the load process. Tandem technical support educated the customer on proper load techniques. There was no adverse impact to customer's blood glucose level. Multiple cartridge changes were performed resolving the issue.